Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient suddenly noticed her cgm reading 55 mg/dl. However, the patient reported that her cgm device did not provide her with an audio alert or a vibrating notification. The patient started drinking some grape juice when she started having a seizure. The patient¿s son was with the patient and called emergency medical services. Ems arrived and transported the patient to the emergency room. During transport, the patient was treated with IV ¿glucagon¿. The patient regained consciousness in the ER and her bg levels normalized. No specific bg readings were reported. The patient also received an unspecified test due to her shoulder being sore. After receiving the results of that test, the patient was discharged home later the same day. The patient "felt fine" at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
Product was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional test was performed and passed. Functional test was performed and passed. The receiver was opened for evaluation. Internal visual inspection was performed and failed. Water damage was observed. Speaker/vibrator resistance was measured and passed. The performance data was reviewed finding no related to the complaint. The allegation was undetermined the probable cause could not be determined.